Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin and not properly removing residual air. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.